Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. Insulin pump received with minor scratches display window, broken belt clip slot, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was alarming low reservoir and they are unable to clear the alarm because of an unresponsive keypad. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 130 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.